Event description:
Patient underwent a posterior spinal fusion with segmental instrumentation. A guide wire designed to help thread the pedicle screw broke and was retained. Surgeon's decision was to leave the guide wire in place as there was no harm to the patient.